Event description:
Reportable based on analysis completed on 28jan2015. It was reported that inflation failure occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending coronary artery. A 26 encore balloon catheter inflation device was selected for use. During preparation, upon inflation, it was observed that the device was unable to increase pressure. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good. However, it was further reported that the needle did not return to 0atm when pressure was released.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The unit was visually inspected and there was contrast media or dried saline in the flexcil line. The unit was also returned with the plunger slightly withdrawn. There was dried media/ saline in the barrel and the luer of the device. The gauge needle of the device was reading at 25atm. Functional examination observed that the gauge needle did increase to 26atm when pressure was applied, however the needle did not return to 0atm when pressure was released. Therefore a test gauge was used to complete the functional testing and the unit passed all functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).